Event description:
It was reported that the bd q-syte¿ bi-extension set broke during use. The following information was provided by the initial reporter, translated from spanish: "the bioconnector breaks when used, without misuse of it."

Manufacturer narrative:
Additional information h6: imdrf annex a grid: a0504 .

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of component damage was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance.

Event description:
It was reported that the bd q-syte¿ bi-extension set broke during use. The following information was provided by the initial reporter, translated from spanish: "the bioconnector breaks when used, without misuse of it."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ bi-extension set broke during use. The following information was provided by the initial reporter, translated from spanish: "the bioconnector breaks when used, without misuse of it."